Event description:
The customer reported being hospitalized due to high blood glucose of 1065 mg/dl. The customer declined to troubleshoot and stated that she is not connected to the insulin pump per doctor's instructions. The customer stated that she felt nauseated and passed out. Then the paramedics were called. It was stated that the customer have called before and reported getting bent cannulas, which may have caused her glucose level to rise. Days later the customer called back to troubleshoot, but it could not be performed because the customer did not have a tubing clamp available to perform the high pressure test at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.